Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode of vf was observed via remote transmission. The patient was asymptomatic. Review of the egm revealed undersensing and high capture threshold. Dislodgement was observed via chest x-ray. Upon revision, the lead screw was unable to be retracted. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.